Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple incomplete bolus alerts. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds); however, the customer reportedly exited the bolus screen prior to 90 seconds elapsing. The customer declined further troubleshooting.